Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd¿ needle 1 1/2 in. Thin wall, single use, sterile, 19 g had epoxy on the needle. The following information was provided by the initial reporter: ¿I am writing to inform you that we have noticed unexpected white specks on the needles used for sterile compounding."

Manufacturer narrative:
H.6. Investigation: it was reported white specs were noticed on the needles. To aid in the investigation, six samples in opened packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed. The samples have the plastic shield and three of the six samples have an epoxy drip over. The other three do not. No other defects or imperfections were observed. The photo provided shows three of the sample received. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 305187, lot number 1225509. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported bd¿ needle 1 1/2 in. Thin wall, single use, sterile, 19 g had epoxy on the needle. The following information was provided by the initial reporter: ¿I am writing to inform you that we have noticed unexpected white specks on the needles used for sterile compounding."